Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Screen brightness check failed. Cycled through levels 1 to 10 and the brightness of the display remained too dark to be visible. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed, and the display became fully operational. Front panel push buttons check failed ¿ the push buttons are not functioning. Found touch screen cable disconnected. Connected the cable and the push buttons are functioning. There were no other visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went ready during their peritoneal dialysis (pd) treatment. Patient was trying to press on the ok key to go into the setup, but the ok key was not responding. Patient stated when they pressed on the ok key the button would not make noise, I had patient press on the stop button as well and it did make a beeping sound. The screen was not frozen as the patient was able to select my treatment, my setting, and my records. The cycler was rebooted, and the ok key was still not working. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.